Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appeared to not be capturing. High pacing thresholds were also noted on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.